Event description:
Leaking umbilical catheter (uvc); md ordered to discontinue uvc. Rn removed sutures, pulled gently on the catheter and she felt a snap. Only another 1/2 cm of the catheter came out with the rest of the catheter remaining in the pt.

Manufacturer narrative:
Utmd is filing a medwatch because, a utmd umbili-cath broke while a nurse was attempting to remove the catheter, and a surgical procedure was performed to remove a segment of the catheter from the pt. The device has not yet been returned to utmd for evaluation.